Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found clenz leak from disconnected tubing between the rear blood detector and to fitting #2 on the blood sampling valve (bsv). The fse re-routed and re-connected the tubing resolving the leak. Upon verification of the instrument, the fse found the daily checks failing for the white blood count (wbc) parameter. The fse replaced the wbc bath resolving the issue. Service activity performed was verified to meet the specified procedures. Failure mode of the leak was related to the disconnect tubing between the rear blood detector and fitting #2 on the bsv. However, the instrument generated "flow cell voltage errors" alerting the customer to an instrument problem. The failure mode related to daily checks failing for the wbc parameter was caused by the faulty wbc bath. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that an unknown amount of blue liquid leaked into the drip tray under the blood sampling valve (bsv) in the unicel dxh 800 coulter analyzer. The leak was contained within the instrument. The customer also reported that the analyzer generated ¿flow cell voltage errors¿. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes, and the operator did not seek medical attention. There was no impact to patient results associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.